Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 14442785.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to ipg migration. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted ipg and leads will not be returned as they were discarded.